Event description:
Patient called lfs alleging that their one touch ultra meter would not power on. Patient did not have any symptoms at the time of concern. Patient did not have another device to test with during the time of concern. The patient did not take any actions following the attempted use of the meter. No medical care was sought from a health care professional. There was no evidence that the meter contributed to an adverse event during the time of concern. The customer service representative discovered through troubleshooting that the battery had been replaced less than 1 year ago, patient was using correct test strips, and the condition of the battery contact was in good condition. The meter was replaced due to unresolved power issue.